Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in 100 buffered glucose test solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and sensor issues. The customer¿s blood glucose level was 405 mg/dl. The customer treated the high blood glucose with bolus. The customer declined troubleshoot for high blood glucose. Customer also reported getting sensor updating and change sensor alert. The sensor will be returning.